Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Approximately ten days after index surgery patient presented with pain. The surgeon decided to revise the patient and discovered that screws were loose. A review of the x-rays showed a subtle ring of lucency around each screw, indicating that the screws may not have had full bone purchase. No root cause could be determined based on the information provided. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 12/22/2016 it was reported to k2m, inc. That a revision surgery took place in which a screw pulled out. The patient reportedly had a screw pull out approximately 10 days post-op. Revision surgery took place (B)(6) 2016. (Related to 3004774118-2016-00120, 3004774118-2017-00035, 3004774118-2017-00037, and 3004774118-2017-00038).